Manufacturer narrative:
The t:slim x2g5 user guide states: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate. Review of pump data by tandem technical support found that on (B)(6) 2019, the time was manually changed from 11:52am to 12:52am instead of 12:52pm. Contact corrected pump time from 6:16am to 6:16pm to address the issue. There was no reported adverse impact.